Event description:
Our affiliate is reporting that during an arthroscopic shoulder repair, a portion of the distal tip, "the coil", fell into the patient's joint space. The fragment was not able to be retrieved from the patient's body; however, the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.